Event description:
It was reported that during a laparoscopic nephrectomy procedure at the second firing with a white cartridge on the renal artery bleeding occurred. The staple line was incomplete. The device cut but it is unknown if the cut line was complete. It is unknown how much blood loss. It is unknown how the bleeding was controlled. It is unknown if the patient received any blood products. At this time it is unknown patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the tsw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4).